Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); ez steer thermocool sf navigational catheter, model #: d-1313-04-s, lot #: 17259385l. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a ischemic ventricular tachycardia (isvt) procedure with a pentaray navigational eco catheter and suffered bleeding and hypotension which required an arteriography. During the procedure, mapping was performed with the pentaray navigational eco catheter. This catheter was then removed. While exchanging the st. Jude medical sheath, the patient started to bleed from the groin. The patient¿s blood pressure also dropped. The ablation catheter was never in the patients¿ body. The event was not due to a product malfunction. The procedure was cancelled. Heparin was stopped and protamine was given. The physician then obtained a sonogram of the abdomen and pelvis which showed a scant amount of blood in the retro peritoneal space. The physician also consulted a vascular surgeon and an arteriography was performed with no leak noted. There is no information about the hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that it was due to the patients¿ condition. The patient has a hypercoagulation issue which hematology was consulted before the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient, 71 year old, male, underwent a ischemic ventricular tachycardia (isvt) procedure with a pentaray navigational eco catheter. During the procedure, mapping was performed with the pentaray navigational eco catheter. This catheter was then removed. While exchanging the st. Jude medical sheath, the patient started to bleed from the groin. The patient¿s blood pressure also dropped. The procedure was cancelled. The patient fully recovered with no residual effects. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the retroperitoneal bleeding and hypotension reported remains unknown.